Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported the pump lost power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: black box shows evidence of unexplained power on reset events beginning on (B)(6) 2016. Pump intermittently powers with both the returned battery cap and a test battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. Leak test shows leak at battery compartment crack. Removed pump case and disassembled pump. Evidence of additional moisture contamination inside pump . Checklist steps (load/step) and (24 hr basal program) fail due to "intermittent power" condition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 24-march-2017- correction to serial#.